Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, plunger slipped to the side resulting in a failed implant placement. Another implant of same model and diopter was implanted to complete the procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).